Event description:
Dealer alleges that the trsx5 wheelchair is in need of several parts, and the frame cracked.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.